Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918u1ues6eyk5. Hardware: sm-s918u1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the omnipod system. No specific blood glucose levels or symptoms were reported. Multiple good-faith efforts were conducted to obtain additional information; however, the patient could not be reached for further details. No information was available regarding treatment provided, or the dates of admission or discharge.